Event description:
It was reported that during the ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepped in the usual fashion. While flushing, a fast drip fluid leak was noted from the three-way stopcock during product preparation. A crack was identified on the bottom of the three-way stopcock. There was damage to the sheath leur. The faradrive steerable sheath clear. The procedure was completed successfully by using alternative method. No patient complications have been reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath identified cracks in the stopcock consistent with those observed by the physician. Leak performance preparation confirmed fluid leakage from the stopcock that matched the media provided by the physician. Inspection of the hemostatic valves revealed no defects; therefore, the condition of the stopcock was confirmed as the root cause of the associated allegations.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepped in the usual fashion. While flushing, a fast drip fluid leak was noted from the three-way stopcock during product preparation. A crack was identified on the bottom of the three-way stopcock. There was damage to the sheath leur. The faradrive steerable sheath clear. The procedure was completed successfully by using alternative method. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.